Event description:
I went for my fourth treatment of hair removal with the laser soprano ice in the vagina area (commonly known as brazilian). The technician asked me if I've seen any results and I told her that at this point I would expect better results than what I've been seen. She told me that she would do some changes so I can see the expected results. She started with my upper lip and chin and then my areolas. I felt discomfort but was tolerable. She told to the other technician present in the room "15/1" which I think was the intensity because in previous sessions it was "10/1" as it was written in the card that I have to sign after every treatment. Once she started with my vagina I started to move/jump every time I felt the laser. When I felt the laser in my inner vagina I screamed loud and seated on the bed shaking. I told her to stop because she was burning me and added that I did laser hair removal in that area 12 years ago and never felt it like that and this time it supposed to be a retouch. She asked me to lay back on the bed because "she was finishing". As soon as she started again I screamed louder and seated again shaking. The technician requested me to lay down so she can finish the treatment. I request the other technician my shirt because I want to dress up and leave but it wasn't given to me. The technician finished the area and asked me turned so she can do my buttocks. She did the between area of my buttocks and told me that she finished. I was sweating and keep shaking at this point and left the office in this same condition. On my way home I kept telling my husband how much pain in the vagina area I was feeling as well as discomfort. On (B)(6) 2017 the discomfort and pain continue. I realize that I have an open sore in the area that hurts, does not let me feel comfortable every time I go to the bathroom or shower. When I clean the area the wound hurts and also hurts if my underwear are near it. The outer skin of the area is gone exposing sensitive flesh.